Event description:
The customer observed falsely depressed sodium results generated on the architect (B)(4) processing module for 1 patient. The following data was provided (normal range 135--145 mmol/l): patient 4 initial sodium 119 mmol/l, repeated 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the 1ml syringe, ict probe and the ict check valve as the causes of the depressed results. The 1ml syringe and ict check valve were replaced and the ict probe cleaned, resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for discrepant results and no systemic issues for the architect c16000 as described in this complaint. The rate of erratic results for the c16000 is below the upper control limit. Labeling was reviewed and found to adequately address the issue under review. Based on all reviewed data, a product deficiency was not identified.